Event description:
Physician was checking on a jejunostomy tube placed two weeks prior. When dr pulled on it, they found that the jejunostomy tube had dissolved. Physician is concerned because this exposes the pt to infection.